Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the peritoneum on a laparoscopic bilateral inguinal hernia reduction by video laparoscopy, shortly after the needle had passed through the loop, when the first latch of the thread was made, the loop burst. The doctor then made a new latch through a knot, but after a few passes of the thread through the fabric the thread broke again. The surgeon used another device to complete the case. There was no patient injury.